Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit powered up properly after battery installation. The unit was received with operating currents within specifications. No battery out limit alarms were noted. The unit was also received with minor scratches on liquid crystal display window, cracked case at the display window corners, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the insulin pump had an unresponsive keypad. The caller stated that the customer had removed the battery and reinserted it, after which the insulin pump alarmed button error. The customer's blood glucose was 156 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.